Manufacturer narrative:
(B)(4). (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that there was a defect with the drops/flow when using a bd¿ IV set cfn120 bp hs. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
H.6. Investigation summary: hanscent did not received any complaint samples or photos. The affect lot number is 20171115. Addition information received from bd korea: fluid drops fell more than the setting. Retention samples inspection: hanscent randomly inspected 6 pcs of retention samples from lot 20171115 for roller clamp damage, tubing distortion or controlling disorder problem, no abnormality was observed. DHR review: hanscent reviewed manufacturing records such as incoming inspection, roller and clamp injection, tube extrusion and parts assembling, no abnormality was observed. The results shows the flow rate could be controlled well with the maximum reduction variation of 6.4%. Hanscent concluded that since the roller clamp used is not precision regulator, and iso8536-4:2010 or mfds did not indicate requirements for flow rate variation, hanscent consider this to be acceptable based on their experience in IV set manufacturing. Investigation conclusion: corrective actions: 1. Hanscent will strengthen the roller clamp injection and assembly processes inspection with one more inspector . 2. Hanscent will increase the sampling level of final-product inspection on roller clamp function from s-3, aql=1.5 to s-3, aql=1.0 as per iso 2859-1. 3. Hanscent will retrain the inspection workers about roller clamp production. Preventive actions: 1.hanscent will monitor roller and clamp production process to ensure both component match within the specification. The actions are ongoing. Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: b.2. Event attributed to: other. D.8. Device single use?: no. H.3. Device returned to manufacturer: no.

Event description:
It was reported that there was a defect with the drops/flow when using a bd¿ IV set cfn120 bp hs. There was no report of exposure, injury or medical intervention.